Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint device. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced burning and redness on the upper lip and the tip tongue.

Manufacturer narrative:
The device was been returned, the investigation has been completed and the results are as follows: DHR results . The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 4.0-11615 (erkoloc-pro) was manufactured from april 16, 2021 and was assigned an expiration of april 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not appear discolored; clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause . A root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patient claims to be allergic to silicone. Supplier erkodent reviewed the incident details and determined an allergic reaction is rather unlikely and the description speaks for a mechanical reaction. Additionally, erkodent stated there are no silicones contained in erkoloc-pro.